Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Blood glucose level was 204 mg/dl. Reportedly, the customer's pump battery began to function as intended.